Event description:
Inbound. Patient reporting no disposable; clamp tubing alarm on cadd legacy pump, reseating cassette, and cleaning metal sensor did not resolve alarm, switched to backup pump with same issue. Cassette lot 4220000, expiration 11/20/2026. Patient instructed to mlx new cassette, verbalized understanding. No further assistance needed at this time. No further details provided.